Manufacturer narrative:
F10 code: 2415. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that less than 2 weeks after the dental implant was placed in ada site 18 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's numbness in the lower lip. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that less than 2 weeks after the dental implant was placed in ada site 18 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's numbness in the lower lip. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).